Manufacturer narrative:
Correction report sent to update the evaluation method code grid.

Manufacturer narrative:
Correction report sent to update the conclusion code grid.

Event description:
This report is based on information provided by a third-party service technician and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charger plug does not stay in the charging socket. The customer reported to the third-party service technician, that the central rod in the device is pulled out. The central rod position prevents the device from charging unless cable is supported physically. There was no reported impact to patient at the time of the event.